Manufacturer narrative:
Charge time testing was performed on the bench with both a power supply and the original battery of the device. The device exhibited normal charge times with the power supply, but extended charge times occurred with the device¿s battery attached. The battery was sent for further analysis and was revealed to be normal. The cause of the extended charge times that occurred in the lab could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the device displayed an extended charging time. No inappropriate therapy was delivered to the patient. The device was explanted and replaced and the patient was stable.